Manufacturer narrative:
Concomitant products: product ID: 97715 lot# serial# (B)(4) implanted: (B)(6) 2020, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2020 product type : lead. Product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2020, product type lead. Product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-mar-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 20-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, the patient reported via a manufacturer representative that instead of getting stimulation for low back coverage, the patient is now feeling stimulation in the buttock and thigh. This issue was noted to have started on (B)(6) 2021. The patient likes to feel stimulation and did not want to do dtm programming. Other reprogramming was tried on (B)(6) 2021; however, the issue was not resolved. An x-ray was taken on (B)(6) 2021 which confirmed migration of the leads. The date of the revision to resolve this issue is pending. On (B)(6) 2021 additional information was received from the manufacturer representative (rep) clarifying the serial numbers of the devices the event was regarding. It was also reported that the patient said that there were no contributing factors that caused the lead migrations. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.